Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after a hemorrhoidectomy case, the patient had been readmitted to the facility twice due to intense pain during post-op recovery.